Event description:
It was reported during the implant procedure that the lead was attempted but not used, due to high thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however, on the visual inspection, it was noted that the proximal conductor was distorted.